Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: sweating. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint the true metrix meter did not turn on when a test strip was inserted. The battery has never been changed; customer stated she had just obtained the meter two days prior (07/18/2021). The customer is using the correct battery and the battery is in the correct orientation for the meter. At the time of the call, the customer reported feeling sweaty; medical attention was not needed at the time. During the call, the true metrix meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer non-fasting and produced test result of 180 mg/dl using true metrix meter; customer was satisfied with the result obtained.